Manufacturer narrative:
A getinge service technician will investigate and repair the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that p-aux (pressure) values were out of tolerance and the rubber feet¿s were mechanically damaged. The failure occurred during service. No harm to any person has been reported. (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that p-aux (pressure) values were out of tolerance and the rubber feet¿s were mechanically damaged. The failure occurred during treatment. The rubber feet damage is not reportable, as a defective rubber feet does not impact on the functionality of the device. The p-aux failure is a reportable event, since as every pressure reading (high/below) limited is a high priority alarm and can lead to a pump stop if the intervention is set by the customer. A getinge service technician (fst) was sent for investigation and repair on 2022-06-28 and 2022-07-04. The sensor panel and rubber feets were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis no pump stop or error message occurred. The affected sensor panel was investigated by life-cycle-engineering on 2022-10-25. The failure could not be reproduced. However, during investigations two possible causes could have temporarily influenced the measurement of the pressure readings during the event: impurities can be seen on the sensor panel in the area of the external pressure inputs. Wear and tear may occur in the sensor tester used, which can create transition resistances allowing the pressure tolerance to be exceed. Moreover, according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Another damaged rubber feet with the same failure, was investigated by getinge life cycle engineering. The claimed machine feet were damaged by rough handling, but still intended use. Further according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) it is stated to ensure that the cardiohelp-I is securely fixed. The review of the non-conformities has been performed on 2022-06-30 for the period of 2020-04-01 to 2022-06-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-04-01. Based on the results the reported failure "p-aux values outside the tolerance" could not be confirmed and the failure "mechanically defective rubber feet" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.